Event description:
It was reported that the device illuminated the svc indication and logged event codes in the memory. There was not pt use associated with the event. Physio-control evaluated the device and verified the reported event codes in the memory. Further physio investigation observed a critical failure, it was unable to charge up to any energy levels.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis ctr and determined the cause of the reported issue and observed malfunction to be a shorted capacitor, designator c106. The capacitor failure resulted in the device inability to charge defibrillator energy.